Manufacturer narrative:
An event regarding crack/fracture involving a cmf custom implant was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information is needed to complete the investigation for determining root cause. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
During surgery implant broke when doctor was trying to put screw in implant. Sales rep unaware of the screw part# used. Doctor ended up using a plate to connect the gap to complete the procedure. Nothing is being returned as it was implanted and no replacement is needed at this time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During surgery implant broke when doctor was trying to put screw in implant. Sales rep unaware of the screw part# used. Doctor ended up using a plate to connect the gap to complete the procedure. Nothing is being returned as it was implanted and no replacement is needed at this time.